Manufacturer narrative:
(B)(4) 2013 - an analysis from the manufacturer is pending. (B)(4) 2013 - lead was not returned.

Manufacturer narrative:
(B)(4) 2013; an analysis from the manufacturer is pending. Lead was not returned.

Event description:
This lead was explanted on (B)(6) 2013 because it was fractured.

Event description:
This lead was explanted on (B)(6) 2013 because it was fractured.